Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. It was also reported that the wake button was sticking and a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.